Event description:
A hospital in (B)(6) reported via our distributor that a luer port cap was detached from an rt125 infant breathing circuit. This was detected before pt use.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned breathing circuit was visually inspected. Results: the rt125 infant breathing circuit includes a dryline assembly with a luer port plug. The luer port plug was present in the returned circuit kit but was found to be detached from the dryline. It is possible that the port plug became detached during transport. A lot check revealed no other similar complaints for this lot number. Conclusion: a loose or detached connection can be readily corrected by checking all connections and pushing them tight. The instructions for use state to "check all connections are tight before use."